Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 in the evening. The customer blood glucose level was above 600 mg/dl. The customer stated that the symptoms related to high blood glucose such as headache, vomiting and brain swelling. The customer was treated with intravenous insulin and saline for high blood glucose level. The device will not be returned for analysis.